Event description:
It was reported that the device reached elective replacement indicators (eri) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.6290 to 2.6160 volts minimum between (B)(6) 2011 and (B)(6) 2012. Two - patient alerts for low battery voltage on (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:00. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.